Manufacturer narrative:
(B)(4): eval, results: eval for the returned product shows that when the alarm was tested using a working 8308 sensor pad the alarm powered on, but there's no alarm tone when weight is removed from the sensor pad. The alarm sounds only when the sensor is detached. There is no visible damage to the alarm. Manufacturer references file# (B)(4).

Event description:
Customer reported that the alarm has power, but when a sensor is connected and tested the alarm tone has a reverse effect. The alarm sounds when pressure is on the sensor pad and does not sound when pressure is off the sensor. There was no pt incident or injury reported. Eval for the returned product shows that the alarm powers on, but there's no alarm tone when weight is removed from the sensor pad.